Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It could not be judged whether the biopsy channel was clogged with foreign material or if the biopsy channel was kinked. If the suggested event occurred due to foreign material, the following is presumed: ·reprocessing steps at the user facility was different from steps recommended in the instructions for use (IFU). ·training was insufficient for staff at the user facility on handling device and reprocessing steps in accordance with the instructions for use (IFU). The IFU of the subject device warns not to suction solid material. "If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." According to the following description in IFU (operation manual), user is able to detect existence of foreign material in biopsy channel before procedure, and prevent the suggested event. "3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." The IFU reprocessing manual adds the following: "reprocessing manual: precleaning the endoscope and accessories states to conduct immediate precleaning after procedure. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the evis exera ii colonovideoscope failed the leak test and there was a blockage in the biopsy channel. It was unknown if the issues were found at reprocessing before or after a diagnostic procedure. No patient harm reported. During the evaluation of the device, it was noted the biopsy channel was blocked due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the blocked biopsy channel due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issues were confirmed. The biopsy channel was blocked and was leaking. There was no image due to fluid invasion in scope. The image returned after aeration. There was corrosion on the control body and scope connector. Switch one (1) had minor scratches. The up/down/right/left knobs would grind when rotated. The bending section cover, glue, objective lens, and light guide lens were non-olympus parts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.